Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion. The patient was discharged.

Manufacturer narrative:
No conclusion code available. Final analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. Rapid battery depletion was noted and was found to be due to high input current. Further evaluation was performed and the high input current could not be reproduced. The cause of the high input current could not be determined.

Manufacturer narrative:
In further analysis of the battery, lithium clusters were observed. However, the cause of the premature battery depletion could not be conclusively determined.